Event description:
A 6f amplatzer torqvue 180 delivery system (dtv180) was used to deliver an 8/6mm amplatzer duct occluder (ado). As the ado was deployed, it was not positioned well and the ado had to be withdrawn. During an attempt to retrieve the device, it could only be partially retracted despite several attempts. The partially-retracted ado and dtv180 were removed and the procedure aborted. During removal of the partially-retracted ado, the patient's vein was punctured. The patient expired the next day due to complications.

Manufacturer narrative:
(B)(4).

Event description:
A 6f amplatzer torqvue 180 delivery system (dtv180) was used to deliver an 8/6mm amplatzer duct occluder (ado). As the ado was deployed, the position was suboptimal and the ado had to be withdrawn. During an attempt to retrieve the device, the ado's retention skirt would not collapse and full retraction was not possible despite several attempts. The partially-retracted ado and dtv180 were removed through the left femoral vein. The right femoral vein was cannulated with a 5f sheath and dilated using 6f and 7f dilators. A 7f delivery sheath (model unknown) was advanced with difficulty but could not be advanced into the inferior vena cava (ivc). The 7f sheath was removed and replaced with a 7f short sheath. Contrast injection into the right femoral vein showed contrast stagnation and possible extravasation from the ivc. The procedure was aborted and the patient was emergently referred to surgery for repair of a right common iliac vein perforation most likely the result of removal of the partially-retracted ado. The patient expired the following day due to complications. The exact cause of death was not disclosed and it is unknown if an autopsy was performed.